Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, displayed a battery status of end of life (eol) with a monitoring voltage measurement of 2.45 volts and a charge time measurement of 33.9 seconds. There was a concern that the battery depleted earlier than expected. This device was recommended for immediate explant. There was no report of adverse patient effect.